Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse and cystorectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and abscess. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to mesh erosion. It was reported that the patient underwent removal of ivs tunneller and treatment for fistula due to perirectal abscess, chronic left posterolateral area associated with chronic well-formed perirectal fistula. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior intravaginal slingplasty and sacrospinous ligament fixation repair. The patient underwent mesh revision on (B)(6) 2007.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat 2nd- 3rd degree cystorectocele with a gaping introitus and 1st- 2nd degree vaginal vault prolapse. It was reported that the patient had the concurrent procedures of a anterior and posterior paravaginal defect repair with ivs tunneler for posterior vaginal suspension, and enterorecele repair performed during mesh implantation. Per discharge summary of (B)(6) 2005 implantation, it was reported that patient experienced complications of partial ileus and urinary retention. It was reported that patient underwent fistulectomy on (B)(6) 2010 due to retained foreign body, piece of nu gauze dressing inside the perirectal abscess cavity. (B)(4).